Event description:
It was reported that the patient received a shock while working in the yard. It was reported that t-wave oversensing was seen intermittently. The lead remains in use. It was later reported that the lv lead had high thresholds, and the lead remains in use. The device was reported to have reached elective replacement indicator early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - product performance information was obtained, analyzed, and battery was approaching elective replacement indicator. The weekly battery voltage trend data show minimum battery was 2.93 to 2.64 volts between (B)(6) 2011 is before device recommended replacement time <(><<)>=2.61 volts. Oversensing was also noted as one ventricular non-sustained episodes at 170ms occurred on (B)(6) 2011.

Event description:
It was reported that t-wave oversensing was seen intermittently. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A correction has been made on the device (B)(4). The recall code has been removed as there is no remedial action code for the device. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that t-wave oversensing was seen intermittently. It was further reported that the patient received a shock while working in the yard. It was later reported that the lv lead had high thresholds. The lead remains in use. The device was reported to have reached elective replacement indicator early. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received a shock while working in the yard. It was reported that t-wave oversensing was seen intermittently. It was later reported that the lv lead had high thresholds, and the lead remains in use. The device was reported to have reached elective replacement indicator early. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received a shock while working in the yard. It was reported that t-wave oversensing was seen intermittently. It was later reported that the lv lead had high thresholds, and the lead remains in use. The device was reported to have reached elective replacement indicator early. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.